Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor became unpaired from the ilet, resulting in glucose data visible in the dexcom mobile app but not on the ilet; during a supply change the user was advised to complete the change and re-pair the cgm, and subsequent review confirmed the ilet was connected to a sensor with a blood glucose of 177 mg/dl. Symptoms included no reported adverse clinical signs. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included remote review of device data and case follow-up to verify cgm pairing status. Investigation of this case revealed a temporary communication or pairing failure between the cgm and the ilet that resolved after re-pairing, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface and connectivity factors during a supply change.